Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during an egd (esophagogastroduodenoscopy) procedure. According to the complainant, during the procedure, the jaws of the device could not close. It was noticed that the pull-wire was bent. There was no difficulty or resistance inserting the device into the scope, however resistance was felt while removing the device from the scope. The scope and forceps were removed in tandem from the patient and the forceps was then cut to be removed from the scope. The procedure was completed with this radial jaw 4 single use biopsy forceps standard capacity device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.